Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that it worked well when the user first tested it. But as soon as they tried to use it, the clip was not fired. There was no patient injury.